Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a day after pacemaker implant, atrial lead dislodgement was observed during device check. Lead was repositioned successfully on 17 oct 2019. Patient was stable.